Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es time was off on the medstation. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the time was off by about 7 minutes on the device. A technical support specialist dialed into the station and checked the time zone to make sure it is set to eastern standard time and corrected the time via command shell. The system functioned as intended after the technical support specialist troubleshooted the device.